Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: device history record (DHR) review conducted: part# fgs-1100. Lot # 23e016. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 01 nov 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Corrected data: g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for an ankle fracture. A five-hole distal fibula plate for lateral side was used. The surgeon inserted the fibulink into the fourth hole from the proximal side of the plate to attempt fixation. The surgeon inserted the fibulink after drilling, but he could not deploy it completely, and the fibulink became idled. The screw as not deployed into the bone; fixation was attempted with a tension cap. However, the screw came out. Since the instability between the tibiofibular was not severe, the surgeon decided to remove the fibulink. The surgery was completed successfully within a thirty (30) minute delay. After the surgery, the distance of the tibia at the site of the screw insertion on CT was measured to be less than twenty millimeters (20 mm). The surgeon was convinced that this was the cause of the event. The patient status was reported as stable and the surgeon was satisfied with bone fixation. This report is for a fibulink. This is report 1 of 1 for (B)(4).